Event description:
(B)(4) since I have gotten essure my head hurts more than ever, just about every other day. Sometimes last for hours are even days. I get a pain in my lower stomach on my left side out the blue and it makes me drop down it hurt so bad. My hair comes out a little.